Event description:
It was reported during a low anterior resection, after using an ax55b stapler, there was leakage at the staple line towards the proximal end of the stapler. The surgeon does not feel that the stapler was at fault but wanted to report it just to be safe. The surgeon thinks there was too much bowel tissue in the jaws of the device and bunching of the tissue was the cause of poor staple formation. The surgeon sutured the incomplete staple line to achieve hemostasis. There was no consequence to the pt.